Event description:
The customer reported the charged coupled device had one dead pixel. The issue occurred during service / maintenance involving an olympus bronchovideoscope. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.